Event description:
Baxter received a customer report involving an elastomeric device that infused its total fill volume after 40 hours instead of the expected 48 hours. The device was filled with 100 ml of either morphine or ketorolac or both diluted in normal saline. The pt received the infusion subcutaneously. It was also reported that there were no particular heat sources nearby that could potentially affect the flow rate of the device. No pt injury was reported.